Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision due to take place on (B)(6) 2016. Left. Resurfacing. Reason(s) for revision: alval / soft tissue reaction, pain, pseudotumor.

Manufacturer narrative:
Reason(s) for revision: alval / soft tissue reaction, pain, pseudotumor the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-000121216 investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: asr revision due to take place on (B)(6) 2016 left resurfacing reason(s) for revision: alval / soft tissue reaction, pain, pseudotumor update feb 2, 2018: additional information received from (B)(6), as per review of the new information there is no update to the pc. Doi: (B)(6) 2009; dor: (B)(6) 2016; left hip